Manufacturer narrative:
Per the tandem user guide - do not expose your pump, transmitter, or sensor to: x-ray computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. No information was provided regarding treatment received; however, customer was given a computed tomography (CT) scan while wearing the pump. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.